Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate shocks. The patient was seen in the clinic in which the rv lead exhibited noise and pace impedance measurements of less than 200 ohms with arm movements. Subsequently, the rv lead therapy was programmed off. No additional adverse patient effects were reported.